Manufacturer narrative:
Other text: device evaluation: once device was received for investigation. Visual inspection performed and showed the right plunger case was damaged and a timing plate was missing. The top case was chipped. The bottom case was cracked. The event history log found a check clutch/plunger lever error. The force sensor was found to be loose into the head mount, which caused the calibration issue. The complaint was confirmed. The clutch halves were found to be not operating as intending due to customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the unit failed during preventive maintenance, as it would not pass the 15 pound pressure check and failed during occlusion test with an error message travel coarse error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.